Event description:
Account called and alleged that bed will unintentionally move up and down. He said, pt was in bed at the time, but no injuries occurred. He said, it is an intermittent issue.

Manufacturer narrative:
Several attempts were made to contact the account for resolution on this issue without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.